Event description:
A caller reported an issue where the pump's display showed no picture, only a backlight, although it still acknowledged screen touches. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.